Event description:
A male underwent aaa repair in 2009. The pt had a 6.2 cm aaa and an 8.0 cm left iliac aneurysm. He was also somewhat aneurismal on the right iliac with 9 mm of seal zone measuring 20 mm. There was no hypogastric present on the left. The plan was to land a long iliac leg graft past the aneurysm on the left into the external, measuring 20 cm to land well past the aneurysm. The physician placed one flex main body with a right entry and two iliac leg grafts with a four- stent overlap landing into the eternal and another iliac leg graft. Final angio revealed a type ii endoleak on the right with a small vessel filling retrograde. The physician opted to leave that alone at this time and later go back and clip it if necessary. There also seemed to be a type iii endoleak on the left as there was some dye noted up into the iliac aneurysm. The surgeon thought the graft may be defective because there was little calcium and little angulation that would have torn the graft when deploying. The physician then lined the graft with another iliac leg graft and did a final retrograde run. In this run, there clearly was a type ii endoleak on the left side, possible coming up from the profunda. She opted to leave this at this time and rescan the pt to see if both collateral vessels have embolized.

Manufacturer narrative:
The device is shipping with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. Specifically the IFU states that all pts should be advised that endovascular treatment requires life long, regular follow-up to assess their health and the performance of their graft. The device remains implanted and not images were provided to assist in this investigation. At this time, we are not sure of the exact cause of the type iii endoleak but an internal clinical review indicated the event was most likely due to pt anatomy. However, we have notified the appropriate individuals and we will continue to monitor for similar events.